Manufacturer narrative:
Block b3: approximation - based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: db-2202-45, serial number: (B)(6), batch/lot number: 7103326, model/catalog description: dbs directional lead sterile kit 45cm, unique identifier (UDI) #: ((B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient stated that they had experienced multiple strokes. Medical records related to these events were not available, and it is unknown whether the reported strokes occurred before or after implantation. The patient stated that they could not recall the dates or details of the reported strokes. The patient also stated that the dbs system had been turned off at their request and that they did not intend to resume stimulation therapy. As a result of stimulation being turned off, the patient reported a return of tremor symptoms. The device remains implanted. According to the patient, they do not wish to pursue further medical treatment.